Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. It was reported in the primary surgery notes that the trial and final components gave good stability and range of motion with excellent patella tracking. Post-operative consultation notes dated (B)(6) 2015 state that "the signs and symptoms the patient is having seem to fit probable loosening on the right side more so than left." Comparing the immediate post-operative x-ray dated (B)(6) 2014 to the x-ray dated (B)(6) 2015 it appears as though the tibial plate has shifted in the anterior direction. Product history search revealed no additional complaints against the related part and lot combination. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Updated information received confirms that the patient was revised due to tibial loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient has been revised due to loosening.

Event description:
It is reported that the patient is experiencing a faulty knee. A revision is scheduled.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.